Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been working out and golfing and received an inappropriate shock from their implantable cardioverter defibrillator (ICD) for atrial fibrillation. The patient¿s medication was increased and the device was reprogrammed and remains in use. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.